Manufacturer narrative:
Foot end assembly, sharp edges exposed.

Event description:
It was reported by svc report that the footend of the cot was damaged. There were sharp edges exposed. No pt involvement or adverse consequences are reported.